Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. The patient came in emergently to the hospital with a type 1a endoleak. The physician elected to implant an additional suprarenal aortic extension to seal the endoleak. The patient is reported to be in stable condition.

Manufacturer narrative:
Based on the information available the root cause of the reported event is likely due to off label neck diameter and treatment range. The device was not returned, therefore physical evaluation was not able to be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release.